Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer resumed insulin delivery and reportedly will try different sites locations on their body. No reported impact to the customer¿s blood glucose level.